Manufacturer narrative:
Final analysis found loss of output and telemetry due to battery voltage dropping below end-of-life (eol) level. This was due to normal battery depletion. After replacing the battery and downloading the product code, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
Same case as MFR report #: 2134265-2010-00848. It was reported that during a percutaneous coronary interventional procedure, device entanglement leading to flush issues were encountered. The floppy rotawire became entangled with the rotalink plus 1.5mm burr. This entanglement caused blockage of the burr annulus and restricted the flush to the distal tip of the burr. The procedure was completed with another of the same devices, and no patient complications were reported. Patient status was reported as 'good'.

Event description:
It was reported that the pulse generator could not be interrogated. The device had reached elective replacement indicator (eri).